Event description:
A patient reported blood glucose results of "64, 164 and 154 mg/dl" with a lifescan metr, performed within 10 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%, thereby indicating a potential malfunction of the meter in terms of precision.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.